Event description:
Optometrist reported that pt presented post treatment to be refit for contact lenses. Doctor stated the pt had a 3mm central corneal opacity secondary to an ulcer in the right eye. Visual acuity in the right eye 20/20 -3. The pt reported being seen and treated 2006 by an ophthalmologist and diagnosed with a corneal ulcer in the right eye. The pt was prescribed lotemax and acular gtts. The pt returned for follow up visit with optometrist after 3 months and 23 days va 20/20-2. Doctor stated the pt will be returning to prior monovision prescription sometime in 2007. Optometrist made several attempts to obtain additional info regarding pt's medical treatment and treating physician. As of 12/21/2006, no further information was available.